Event description:
The patient was male, age unk. The target lesion was the right posterior descending artery (pda). The lesion was an in-stent restenosis of a previously implanted 2.75 x 20mm taxus stent which was implanted in 2007. The vessel was hard, moderately calcified and slightly tortuous. There was 100% stenosis. Pre-dilation with a lacrosse 1.3 x 10mm balloon was conducted and the 3.0 x 13mm cypher was delivered to the target lesion without problem. While the cypher was being inflated at nominal pressure, the pressure on the inflation device was rapidly reducing and blood was flowing back into the inflation device while deflating the balloon. Therefore, the physician was considering that the balloon had ruptured. The physician confirmed the stent was already deployed from the balloon, and therefore, the sds was retrieved from the patient and coronary angiography was conducted. The stent was under-dilated and so post-dilation was conducted with a life line potenza 3.0 x 13mm balloon. Post-ivus (boston) was conducted and sufficient stent apposition was confirmed at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
This device is distributed outside the united states, however, it is similar to the united states product. The product has been returned for analysis. Add'l info will be submitted within 30 days upon receipt.